Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Additional procode = dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "bridge test failed", "defib fault 79", and "pacer fault 117" messages. Complainant indicated that there was no patient involvement in the reported malfunction.